Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Inappropriate episodes of auto mode switch were noted. Intrinsic atrial events were being blanked after bi-ventricular pacing. This led the device to believe an atrial arrhythmia was occurring. Programming changes were recommended, but not made. The patient is doing fine.